Event description:
It was reported that, during arthroscopy, the t2 of a ultra fast-fix fell off from the meniscus after t1 was anchored. T1 was successfully removed from the patient with tweezer. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. The patient status is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is bent. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for device dislodged or dislocated could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for material twisted/bent was associated with unintended use of the device factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.